Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned for investigation. Therefore no physical assessment could be conducted and an investigation was based on document review. Based on the complainant statement and photo provided in sap, it was likely that the stylet had protruded through the drainage eye of the catheter. Protruded stylet wire most likely to happen when it was not inserted fully till the tip of the stylet wire may also protrude if it was removed and wrongly re-inserted such as insertion of stylet wire is made while the tube is bended or curved which caused the stylet wire to poke through the catheter's eyes. In our production, upon completion of inspection and cleaning process, the catheter will be assembled with stylet wire and pack into an inner bag. Each catheter will be inspected for such defect as to ensure no protruded stylet wire was shipped to the customers. With reference to product IFU, the indication and guideline for product and stylet wire inspection is also included to prevent such incident. Trend review for the last 3 years on the same defect type and catalogue number/product type could not be conducted because catalogue number was other remarks: not provided. In the absence of returned sample for investigation, further evaluation could not be conducted and therefore the actual root cause of this phenomenon could not be determined. Thus, this complaint could not be confirmed.

Event description:
The foley catheter would not advance. After the foley catheter was pulled out the guide wire was protruding through the tip. On follow up no additional information could be provided. The patient condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The foley catheter would not advance. After the foley catheter was pulled out the guide wire was protruding through the tip. On follow up no additional information could be provided. The patient condition was reported as unknown.